Event description:
During a complex rotational atherectomy procedure, a fragment segment of the guidewire broke and became entrapped in the distal part of a branch coronary artery calcified vessel. Severe coronary diseased and the need for rotational atherectomy. This is a rare but described complication of this procedure.